Manufacturer narrative:
Patient initials are (B)(6). Patient weight is unknown. Device was not fully implanted during the surgical procedure. Therefore, an implant/explant date is not being reported for this device. (B)(4). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing date: may 22, 2015. A review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows this lot of ti antegra¿ plate one level sacral plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No non-conformance reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a positioning pin from a double barrel drill guide with short pins broke off during an unknown surgical procedure. The fragment remained in the plate as confirmed via an intraoperative x-ray. The plate was removed, the pin retrieved, and another plate was inserted. During same procedure, a second drill guide was found to have a bent pin. The procedure was delayed approximately fifteen (15) minutes due to this issue, but was ultimately completed successfully. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 2 of 4 for (B)(4).

Manufacturer narrative:
A product investigation was completed: two antegra double barrel drill guides (part sd312.010, lot 5776843) were returned for the pins bending and breaking. A one-level sacral antegra plate (part 04.103.143, lot 9814542) was also returned with a 6.0mm cancellous screw (part 04.201.024) locked in one of the plate holes. It is unlikely the plate or screw contributed to the complaint. The pin breakage/bending may be a result of manipulating or impacting the drill guide during use. Replication of the complaint condition is not applicable and the complaint is confirmed. Per the technique guide, sd312.010 is a modified version of 03.161.048 which is an instrument in the antegra system used for anterior fixation to achieve fusion in the lumbosacral spine. The sd312.010 contains a double barrel for drilling and screw insertion. One drill guide was returned with a pin broken while the other drill guide had a pin bent. During use, an awl is inserted into a threaded sleeve and then placed through the drill/screw guide to perforate the cortical shell of the vertebral body. Impaction may be necessary during this process. Off-axis impaction may have caused the pins to break or bend as seen in the complaint. Product drawings were reviewed during the evaluation. The pins are pressed into the guide block components and tig welded. No design issues were noted. The in-tact pins were also checked with the returned plate holes and found to fit as intended. Further investigation is not being conducted on the plate and screw as there are no complaint allegations against the parts. Impacting and manipulating the drill guide may have caused the pins to bend and break. The technique used with the device is not known and so a definitive root cause could not be determined. No design issues were noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.